Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was flagged with a code that should have precluded reporting. Nevertheless, the result was reported to the physician who questioned the result. A redraw sample was run on an alternate dimension instrument and a negative result was obtained. The patient was admitted. It is unknown if patient treatment was altered on the basis of the elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is chrome contamination of the hm system . A siemens healthcare diagnostics field service engineer was dispatched to perform appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.